Event description:
Two month follow up CT revealed a dissection of the right common iliac artery that the physician believers occurred at the time of implant during withdrawl of the 18fr gore introducer sheath. Additionally, a distal type I endoleak associated with the excluder bifurcated endoprosthesis was noted. An excluder contralateral leg component was placed successfully resolving both the dissection and the endoleak.